Event description:
It was reported that the customer dropped their insulin pump and now it has a huge crack, the o-ring of the reservoir is missing and the display is scratched. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).